Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced recurrent alert 38 motor stall events not associated with a supply change, which intermittently stopped insulin delivery and led to hyperglycemia with a highest continuous glucose reading of 270 mg/dl for about four hours; the infusion set was a teflon inset 23 inch placed on the love handle and the cgm was libre 3+. Symptoms included elevated blood glucose. Outcomes included resumption of insulin delivery and glucose trending down after the user performed a dry run and then replaced the cartridge, connector, and infusion set, after which delivery successfully resumed. Investigation included remote troubleshooting and user-led component replacement. Investigation of this case revealed stalled motor alerts consistent with a pump delivery interruption that resolved after changing all disposable components, with no further malfunction reported after the intervention. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent delivery stall consistent with a transient device or disposable interface issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.